Event description:
The patient reported burning at stimulator site when the waa is on and discomfort at the pocket site. They also reported the device is ineffective in treating their pain despite reprogramming. The patient requested an explant procedure to move forward with a knee replacement. An explant procedure is scheduled for (B)(6) 2022.

Manufacturer narrative:
The perm - loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, inadequate fixation and no attempts to reprogram the waa have been ruled out at potential causes of the reported issue. The clinical representative confirmed the patient has not touched/picked the wound and has not engaged in physical activity, which are potential causes of the reported issue. The stimulator is used to treat pain. The cause of the burning, discomfort and loss of therapy are unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy. Loss of therapy rates remain acceptably low; thus, CAPA is not required. Loss of therapy and discomfort rates will continue to be tracked and trended.